Event description:
The facility reported a pump with failure code 570. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.